Event description:
A patient was receiving tube feeds via an enteral feeding tube. The patient removed his feeding tube while being repositioned in the bed. Reportedly, it was noted by staff that the weighted end of the feeding tube was missing. The physician was notified and a kub-xray was obtained. The x-ray revealed the weighted tip within the gi tract. No apparent patient harm.

Manufacturer narrative:
There was no report of patient injury. One used nasogastric tube was returned for investigation. The bolus was detached from the tubing and was not returned. One case of lot 70632 was taken from inventory and pull tested. The results were an average peak force of 27.6n. The minimum peak force was 25.2n. It is unclear how these types of forces could be applied to the tube during clinical use.